Event description:
No additional information received from customer.

Manufacturer narrative:
Correction d5, g2, e3. Additional info d8. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the curved tube is loose. The angle fixing part of the control part is loose. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a rubber adhesive section chipped. This was observed during maintenance. There were no reports of patient involvement.